Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed the lower reading on the ultrasonic sensor to be below specification caused by a failed upstream sensor. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was re-calibrated to ensure proper functionality.

Event description:
During baxters device evaluation, the device was found to display an "upstream occlusion!" Alarm when no occlusion was present. There was not pt involvement.